Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged and led to a total of 25 inappropriate shocks. It was noted that therapy had not been exhausted. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead dislodged and led to a total of 25 inappropriate shocks. It was noted that therapy had not been exhausted. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, and measurements throughout this test were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement or oversensing causing inappropriate shocks, however visual observations revealed twists in the lead body that were consistent with twiddling the lead/device while implanted in the body. Patient code 3191 is being used for the surgical intervention.